Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed multiple loss of prime warnings with both zero and non zero low force and no cartridge detected warnings were also observed in the black box after a rewind and load step function performed. The battery compartment crack was observed from threads to case seal. There was damage to top of cartridge compartment observed. Force calibration check fails. The old and force sensor pins were lifted and dislodged. Force sensor resistance test failed. Contamination was found on force sensor. The display is faded, discolored and difficult to read.